Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the implantation of a vrs custom glenoid baseplate, one of the comprehensive fixed locking screws became locked into the bone and was unable to be removed or advanced without stripping the screw head. It was a 45 mm screw, and approximately 5 mm of it was sticking out of the implant when it locked in place. Multiple zimmer biomet screw drivers were used to remove the screw, as well as a needle nose vice grip. Ultimately a trephine style removal tool successfully unlocked and removed the screw.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4), reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.